Manufacturer narrative:
Product ID# 97715, s/n:(B)(6) h3. Analysis found that the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) is needing MRI of the lumbar spine and bi-lateral shoulders. Caller states pt said the implantable neurostimulator (ins) is no longer working and "last time she charged it, it wouldn't work" - caller unable to clarify further. Patient reported that when they had the ins implanted, it just didn't do any good, and this was due to the pt's pain going to their foot. Pt reported they wanted the implant removed, and the issue is not yet resolved. Additional information was received from the patient (pt). They reported that by the time the 2nd device was put in, it was not helping with the pain. Pt had new pain in their toes. Pt was going to have the device removed. The issue was not resolved. Device has been explanted and is pending analysis. [See (B)(4) for omitted info on previous ins explant.].

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.